Event description:
Caller states that she performed the following tests back to back on the same device: 166mg/dl, 158mg/dl 291mg/dl, and 126mg/dl. No treatment based on results. No adverse event received. No qcs were used. Requested return of suspect device and replacement was sent.